Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, immediately after the catheter was placed, the balloon burst and was removed spontaneously.

Event description:
According to the available information, immediately after the catheter was placed, the balloon burst and was removed spontaneously.

Manufacturer narrative:
On august, we received one used sample. We observed that balloon was burst without missing part. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9390347. Bursting issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action: CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.